Event description:
It was reported that during a da vinci-assisted hemicolectomy left surgical procedure, the da vinci robotics coordinator (roco) contacted the technical service engineer (tse) for phone assistance regarding error 23103. Prior to calling tse, the customer attempted to recover the error without improving the reported event. The customer used the instrument release key (irk) to remove the instrument that was stuck on tissue from the universal surgical manipulator (usm4) and disable the usm4. The surgical procedure was resumed as a three-arm system configuration. Tse reviewed the live logs and was able to confirm error 23103 and 23105 pointing to the axis 3 (extra elbow) on the setup joint 4. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was successfully completed with 3 arms. The instrument was a cadiere forceps. The procedure was a left colectomy. It is unknown at what point of the procedure the issue occurred, but it was not the instrument in itself that was faulty; it was one of the "calculators" on arm number 4. The instrument was on the mesorectum at the time of the failure. The instrument was biting on the mesorectum (spreading position), in a fixed position (the surgeon was not moving it). Without removing the instrument from the tissue, they could not use arm 4. Therefore, they used the irk. He stated that the error was non-critical and that they would have been able to reuse the arm, but the surgeon decided to continue with 3 arms for safety (arm number 4 was switched to a "double left arm" and when it was time to re-dock the surgeon decided to not use arm number 4, however the reporter was able to test the functionality of the arm during the surgery with another instrument). The fact that the instrument was stuck on the tissue had no consequence for the patient - there was no bleeding or tearing of the tissue. The patient did not experience any postoperative complications and is discharged from the hospital.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set-up joint (suj) shoulder encoder and cable. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the shoulder encoder and cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument recognized the radio frequency identifier (rfid) chip by the system. The reported event with the instrument could not be replicated or confirmed. The instrument underwent external and internal visual inspection, and no issues were detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. No recognition issues were detected during the failure analysis. No product issue was found. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.